Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 and white residue in channels and cylinder tubes. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: the most probable cause of the complaint is component failure. Based on the results of the investigation, a root cause for the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had the video isn¿t showing. The issue was found during colonoscopy diagnostic procedure of the device. It was completed with an olympus back-up device. There were no reports of patient harm.